Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels increased to approximately 899 mg/dl after an unspecified duration of pod wear. It was noted that the patient began feeling unwell and experiencing vomiting on (B)(6) 2025 and was later hospitalized on (B)(6) 2025, with symptoms including shallow breathing, chest tightness, severe vomiting, unresponsiveness, and disorientation. The patient was diagnosed with diabetic ketoacidosis and was reportedly in a coma and admitted to the intensive care unit on (B)(6) 2025. Treatment during hospitalization included insulin infusion and fluids, and the patient required intubation. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Operating system: 17.5. Hardware: iphone13.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.